Event description:
It was reported that when using the bd pyxis¿ es server had communication issues and not receiving latest order from cerner. Customer confirmed that there was no network issue at their site. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6).d4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that the server had communication issues and not receiving latest order from cerner. A technical support specialist dialed into the server and verified that messages were being processed and received successfully with no backlog, confirmed that all devices were communicating as expected, reviewed the critical override tables and found that several stations had entered override mode earlier that morning but successfully reconnected approximately eight minutes later. The database indicated the cause as a device disconnection that prevented database synchronization from checking in. At the time of investigation, the issue was no longer occurring, and all communication was functioning normally. The system functioned as intended when the technical support specialist investigated the issue.